Event description:
On 9/9/97, the facility's supervisor, spd informed the MFR's rep that while researching files for the MFR's rep, she discovered this pt's file. The file stated that the device was explanted because they were unable to flush or draw blood via the device. The device was explanted on 7/14/97 and another device, same catalog number, lot number 14117 was implanted (7/14/97). Additionally, the facility's supervisor, spd stated that the explanted device was discarded upon removal. No problems have been reported concerning the present implanted device. No further details were provided at this time.